Event description:
The physician was advancing the stent over the wire during a cardiac catherization. The physician met resistance and then noticed that the stent delivery system was in two pieces. The delivery system was removed with the stent still intact.